Manufacturer narrative:
The device was returned due to "a perivalvular leak". Gross morphological examination revealed all four recessed pivot areas of the orifice contained chips. The carbon coating of the valve appeared to be even and unremarkable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the orifice damage is consistent with external force applied to the orifice, which overstressed the carbon material and resulted in the damage, however, the exact cause remains unknown. The cause of the reported event remains unknown. Information from the field indicated a larger 29 mm sjm masters series valve was implanted.

Event description:
A 27 mm sjm masters series valve was implanted. On intra-operative tee, a perivalvular leak was noted. Additional sutures were placed to mitigate the pvl without success. The valve was removed and replaced with a larger 29 mm sjm masters series valve. The pump time was extended due to this event. The patient is reported to be recovering.